Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patients with implantable neurostimulators (ins). It was reported that there 4-5 people whose devices shocked them and caused them pain. No additional information was provided regarding these patients. No further complications were reported/anticipated.